Event description:
The user facility reported that the locator of the angio-seal device involved was unable to be inserted into the insertion sheath. There was a possibility that the diameters of the components were incompatible. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. There was no health damage to the patient. The event occurred pre-treatment. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Implant/explant date: device was not implanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section e1.